Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a suspicious area on the driveline of the heartmate 3 left ventricular assist system (serial number (B)(6)) could not be confirmed through this analysis. No log files were available for review and no products were returned for further evaluation. Review of the submitted x-ray images found no notable areas of damage to the driveline. Available information provided that analysis was requested due to a suspicious area on the driveline. The patient remains ongoing on (B)(6) with no further reported issues at this time. A specific cause for the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and instructs the user on how to keep the driveline clean by using a towel with mild dish soap and warm water to gently clean it. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that x-ray images of the driveline were submitted for analysis. It was noted that there were recent alarms, and the modular cable seemed to be damaged on the outer sheath. The x-ray analysis was requested due to suspicious area in the driveline, and the driveline appeared to show some areas of inconsistency. It was unable to be determined if there was a break in any of the internal conductors.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.